Manufacturer narrative:
H3: the revision reported may have been the result of polyethylene liner wear leading to osteolysis and aseptic tibial loosening as stated in the legal documentation. The loosening may have been the result of an insufficient bond between the tibial tray and the bone. The extent of the reported polyethylene wear and osteolysis cannot be determined as the devices were not available for evaluation and images of explanted devices, pre-revision radiographs, and operative notes were not provided.

Manufacturer narrative:
Pending investigation. Concomitant medical products: exactech tibial tray, catalog no. 204-04-32, lot no. 2199394; and exactech femoral component, catalog no. 234-03-03, lot no. 1546557. Recall number: z-0019-2022.

Event description:
As reported by legal notification, the female patient had an initial right tka (B)(6) 2012. Following a period of post-implantation recovery and for years after the replacement surgery, the patient's exactech knee device performed as expected. On (B)(6) 2018, the patient underwent revision of the right exactech knee device secondary to polyethylene liner wear with resulting osteolysis, aseptic loosening of the tibial component, and development of complex regional pain syndrome.